Event description:
It was reported the instrument was used during a laparoscopic colectomy. It was reported the instrument fired 4 times successfully, but would not fire on the 5th attempt. There was no consequence to the pt. No buttressing material was used.